Event description:
Initial information was received on (B)(6) 2012, from consumer's father. This (B)(6) female consumer used colgate motion power toothbrush and the toothbrush exploded while brushing her teeth. On (B)(6) 2012, she inserted the batteries into the toothbrush, turned it on without difficulty and proceeded to brush her teeth. Subsequently, within 30 seconds of use the toothbrush exploded into her left hand causing bruising and pain. The force of the explosion jammed the head of the toothbrush into the back of the consumer's throat which caused her throat to become sore. A healthcare professional was not consulted and no treatment was required. The reporter was unsure if the batteries used were the original batteries that came with the product or if they had been changed. At the time of this report, the consumer had recovered. This case has been assessed as follows: toothbrush exploded (device malfunction) - unexpected, back of throat sore (oropharyngeal pain) - unexpected, bruised left hand (contusion) - unexpected, and left hand pain (pain in extremity) - unexpected. This assessment is based on initial information received on (B)(4) 2012 and is due to the nature and combination of adverse events presented throughout the case. (B)(4).